Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen fundoplication procedure, while loading the device, the needle broke off from the instrument tip. There was no patient injury.